Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) called customer to verify the issue and stated that the information was not accurate due to a timing issue related to their changes and confirmed that customer had resolved the issue on their side. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the morphine 6 mg (0.6 ml) was ordered for an ER patient and verified in cerner to use the morphine 10 mg/1 ml product, which was available in the chber device. Although the correct product was confirmed in both cerner and pyxis es, the pyxis opened the cubie containing morphine 2 mg/ml (pyxis ID 580675) and prompted the user to remove three vials. But they did not remove the medication on override, and cerner rejected the scan because it did not match the ordered product. The user was unable to see the pyxis ID attached to the order, overrode the scan and administered the medication after confirming that morphine had been ordered. Their concern was that pyxis opened a cubie for a product with a different pyxis ID than the one linked to the order. Additionally stated that a firmware update had been pushed to chb devices to address incorrect cubies opening, and this issue had not occurred prior to that update. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.